Event description:
It was reported that during a da vinci s cholecystectomy procedure, the cable on the prograsp forceps instrument separated and was sticking out. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch cable at the distal clevis hub. Cable segment that contains the crimp ias still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Additional observation not reported by the customer was main tube damage. The distal end of the main tube had various scratch marks with light material removal. Scratches were 0.080 - 0.130 in length and were not aligned with the tube axis. No other damage found. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reportable malfunction, if to reoccur, could cause or contribute to an adverse event.